Manufacturer narrative:
(B)(6). The actual device has been returned to the manufacturer facility for evaluation. Visual inspection upon receipt found that the urethane outer layer had been sheared off on approximately 180 mm - 210 mm from the distal end of the device. Magnifying inspection of the urethane outer layer sheared segment found that the urethane outer layer had been semi-circumferentially sheared off the wire on approximately 180 mm - 210 mm, where the core wire was exposed. The shear cross-section of the urethane outer layer was in the smooth state there is a possibility that the sheared urethane layer approximately 30 mm in length may have remained in the patient's body. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the complaint files. There is no evidence this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual device. As the result, the urethane outer layer got sheared off the wire. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported separation of the urethane layer on the involved device. The following information was provided by the user facility: during use of the actual sample in combination with a metallic needle, the customer felt some resistance and withdrawn the actual sample forcefully. The urethane outer layer was sheared off and remained in the patient's body. The sheared piece was fluoroscopically seen in the body. The procedure was finished without any attempt to retrieve it from the body. Current condition of the patient is unknown.